Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
At the time of a visit with a customer, the abbott representative was made aware of "one or two valves were explanted for a re-do aortic valve replacement. Upon explant, adhesion was observed between the stent post and the aortic wall." At the time of the visit, the customer was unable to provide additional details or confirm if it was one or two valve, additional information has been requested.

Event description:
At the time of a visit with a customer, the abbott representative was made aware of a trifecta valve explanted for a re-do aortic valve replacement. Upon explant, adhesion was observed between the stent post and the aortic wall. At the time of the visit, the customer was unable to provide additional details or confirm if it was one or two valve, additional information has been requested.

Manufacturer narrative:
It was reported that "one or two valves were explanted for a re-do aortic valve replacement. Upon explant, adhesion was observed between the stent post and the aortic wall." The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.